Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, (patient's) inratio: 3.4, (facility) inratio: 2.5, lab: 3.5.

Manufacturer narrative:
A. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 3.4, reference: 3.5, mean: 3.45, confidence limits: 2.0-5.0. B. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 2.5, reference: 3.5, mean: 3.00, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated for both a and b above. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. In-house accuracy test was performed on returned meter. Customer's observation was not reproduced. Meter functional test revealed cell resistance test failure caused by contamination on heater control circuit. Direct relation of faulty cell resistance and discrepancy is not established at this time. There is insufficient info to determine the root cause of customer's test result discrepancy. As of 03/22/2010, 6 discrepant result complaints were reported for lot #225433 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted; corrective action not required at this time.